Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 mg/dl, cause was unknown. The customer gave themselves a bolus to address the high bg.